Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve dislodged. The bwi product analysis lab received the device for evaluation on 06-sep-2023. The device evaluation was completed on 11-sep-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture investigation was completed on 25-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, the hemostatic valve was dislodged inside the hub component and blood. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve dislodged. Blood leakage in hemostasis valve. During the procedure, blood leakage was found in the hemostatic valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information was received. The hemostatic valve had a leakage issue. The hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The approximate volume of blood loss was unknown. The synaptic needle n18710e was used. The event was assessed as MDR reportable as the hemostatic valve dislodged.